Event description:
See also manufacturer report 3004209178-2010-02116. The patient did not have pain relief. All impedances were greater than 4,000 ohms. The patient underwent revision. The lead and extensions checked out. There was fluid in the battery connector blocks. The ipgs were replaced with one ipg. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.